Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. There were some issues with the transseptal puncture which required a second cross. The watchman truseal access system (was) was positioned mid appendage for deployment. The was was never deep seated. A 24mm watchman flx laa closure device with delivery system (wds) was then advanced through the was and ready for deployment. Once the flx ball was made, they advanced the system and deployed the closure device. They landed slightly distal and did one partial recapture and pulled back a mm or two to cover posterior lobe that was exposed. The release criteria were assessed and they released the device. At the conclusion of the procedure during a routine effusion check, a pericardial effusion was observed. A pericardial tap was performed and 400cc of fluid was drained. One day post procedure the patient was discharged.